Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported an anchor had been placed on the bone during the suture tensioning; the wire broke and anchor was removed from the whole and new drill hole drilled and a new anchor was placed.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that the returned speedlock device was received undeployed and its long snare loop broken. Also the tip of the anchor is broken. The speedlock device is a single use device therefore a functional test cannot be performed and the failure cannot be replicated. The complaint was verified, but the root cause for the snare line loop break could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: excessive tension applied to the snares while attempting to snare the suture. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. An exact root cause for the failed suture snaring cannot be determined with confidence after product evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.